Event description:
Baxter (B)(4) received a report that a 2.5 ml/hr infusor underinfused during patient use. A volume of 107 ml was infused over the course of 65 hours rather than 48 hours. This implies a 1.6 ml/hr flow rate, which is 66% of the expected flow rate. The device was filled with a (B)(6) solution of fluorouracil and saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 38 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 2.38 ml/hr, normalized flow rate = 2.44 ml/hr, specification range = 2.25 - 2.75 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.